Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported did not click it back into place all the way when they reconnected their site after it fell off. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.